Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system had failed tower door. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, system had failed tower door. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a ghost failed tower door and the home screen showed the failed hardware icon. A field service engineer (fse) logged into the application and navigated to the storage space configuration. After highlighting the tower, fse accessed the settings option and confirmed the settings information for the tower. Upon selecting the "except" button, the station processed the request and executed the tower acceptance approximately 15 seconds later. Following this, the station reconfigured itself to re-establish communication with the tower, and the failed hardware icon disappeared. Then the user logged into the station and successfully accessed all four tower doors without encountering any issues or failures. The system functioned as intended after the field service engineer repaired the device.